Manufacturer narrative:
The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Hemothorax, requiring reoperation, is known potential adverse event associated with the implantation of all vads as outlined in the instructions for use. With review of the available information there is no indication of any device malfunction or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical, pharmacological, and patient factors including co-morbidities are known possible contributors to this type of event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the (B)(6) that while the patient was at work, suddenly, the patient felt severe pain in left lateral side of the thorax. Patient showed no other symptoms and went to the hospital. At first she had a normal blood pressure. Aortic valve was not opening. On x-ray was seen that the size of the heart was increased and that the pump was placed more lateral than before. Then suddenly the blood pressure dropped to 55/35 mm hg, aortic valve starts opening, pump flow decreases to 1.7 l/min. Patient was started with dopamine and pump rpm was increased from 2600 to 2900. CT scan was done and showed no thrombus at inflow or outflow cannula, but a hemothorax (blood in thoracic cavity) was seen. Patient was sent to the operating room where an ulceration of the thoracic wall was seen at the point where the pump contacts with the thoracic wall; a soft tissue patch was placed over the thoracic wall. The pump was returned to original settings after the procedure and symptoms subsided. Patient was sent home on (B)(6) 2015. Device remains implanted. No additional information provided.